Event description:
A malfunction was reported on a pump, identified by malfunction code malf 12, and the customer reported at least three occurrences of this issue. There was no known impact on the customer's blood glucose level as the customer declined to provide specific details about any adverse effects. As a corrective action, technical support helped the customer reset the pump and advised on steps for replacing it with a new one that would be provided, ensuring insulin delivery was not interrupted. The customer was instructed to put the current pump into storage mode before returning it to tandem and acknowledged the steps needed for the replacement process. Customer will continue to use current pump.